Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 11-apr-2025, the following additional information was obtained: the nurse reviewed the post-operative note and spoke with the staff regarding the fenestrated bipolar and they did not recall any issues other than the wire was exposed. No harm or injury to the patient was observed or noted. The patient has since been discharged.

Manufacturer narrative:
During failure analysis evaluation of a fenestrated bipolar forceps, it was noted that a part of a staple was sticking out and was wrapped around a grip cable and the other end of the staple was embedded in the bipolar yaw pulley. A return material authorization (RMA) was issued to the customer requesting to have the associated intuitive surgical, inc. (Isi) stapler reload returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
During the failure analysis evaluation of a fenestrated bipolar forceps instrument, it was found to have a stuck metallic staple at the grip cable. This staple pin was intertwined in the grip cable. It was removed during the procedure and identified in central processing. No further information is available at this time.